Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a scratches on screen it was difficult to read and also had unexplained no delivery alarms. Customer stated buttons were sticky and had to press multiple times to register which affected the insulin delivery alarm. The customer stated the device was squirting insulin out of cannula instead of drip. No harm requiring medical intervention was reported. The device will not be returned for analysis.